Event description:
After infusing a second unit of blood, the clinician noticed water overflowing from the h-1000 water tank. The clinician also noticed that there was blood in the water thank. The clinician immediately disconnected the set from the pt.